Manufacturer narrative:
Product event summary: the introducer was returned and analysed. The mechanical operation of the catheter shaft was bent and the mechanical operation of the catheter peeling/slitting/splitting was partially executed. The visual summary analysis of the lead indicated damage at implant. The analyst also noted: introducer is kinked and split at 11 cm.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead had a possible fracture and helix damage during implant. The lead was not used and replaced. Additionally, the introducer kinked and split and the wire protruded through the introducer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.